Manufacturer narrative:
(B)(4). The reported complaint for "persistent high pressure alarms" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported via a teleflex sales rep " the pump was set to operator mode in a pattern trigger. Iabp returned to autopilot. The iab volume was decreased to 40cc. Patient was noted to be extremely hypertensive. Map cal had been completed inappropriately to "try to fix the issue" per staff. Map cal removed with fos pressures correlational to central lumen transduced pressure, patient normotensive. No blood was noted in the helium driveline. Ccl team member was in the patient's room and stated iab was noted to be unwrapped and no alarms were issued in the ccl. Pressure dressing was covering the iab insertion site, and a knee immobilizer was in place with helium driveline inside. I had the team loosen the knee immobilizer. We attempted to remove more iab volume down to 36cc and place the iab in 1:2 assist ratio. Alarms persisted with complete inability to pump. Iexplained to staff that this iab may need to be removed due to inability to pump. We discussed the 30-minutetimeframe for iab to remain dormant in the aorta before clots form. Staff tried to further remove iab volume below 66% total iab volume. Educated staff why we should not do this. Recommended removal of pressure dressing to confirm that no external kinks were present; this wasnever completed by staff. I asked to visualize the iab and noticed a majority of iab catheter was pulled down the length of the patient's leg. Recommended repeat cxr to confirm placement and re-positioning of iab, ifnecessary". The report further states "helium loss alarm was originally issued, followed by therepeated high pressure alarms. Explained this could indicate iab rupture. Outcome and patient condition unknown. All known facts are included in this report".

Manufacturer narrative:
(B)(4).

Event description:
It was reported via a teleflex sales rep " the pump was set to operator mode in a pattern trigger. Iabp returned to autopilot. The iab volume was decreased to 40cc. Patient was noted to be extremely hypertensive. Map cal had been completed inappropriately to "try to fix the issue" per staff. Map calre moved with fos pressures correlational to central lumen transduced pressure, patient normotensive. No blood was noted in the helium driveline. Ccl team member was in the patient's room and stated iab was noted to be unwrapped and no alarms were issued in the ccl. Pressure dressing was covering the iab insertion site, and a knee immobilizer was in place with helium driveline inside. I had the team loosen the knee immobilizer. We attempted to remove more iab volume down to 36cc and place the iab in 1:2 assist ratio. Alarms persisted with complete inability to pump. I explained to staff that this iab may need to be removed due to inability to pump. We discussed the 30-minute timeframe for iab to remain dormant in the aorta before clots form. Staff tried to further remove iab volume below 66% total iab volume. Educated staff why we should not do this. Recommended removal of pressure dressing to confirm that no external kinks were present; this was never completed by staff. I asked to visualize the iab and noticed a majority of iab catheter was pulled down the length of the patient's leg. Recommended repeat cxr to confirm placement and re-positioning of iab, if necessary". The report further states "helium loss alarm was originally issued, followed by the repeated high pressure alarms. Explained this could indicate iab rupture outcome and patient condition unknown. All known facts are included in this report".